Event description:
Investigation results are now available.

Manufacturer narrative:
Investigation results were made available. As for zimmer specialists to perform an in-depth analysis it is required to have all necessary information at hand, it was therefore tried several times to receive additional information for this case. Currently, additional information is not available. DHR review: ref:00-8775-028-02 ; lot:2948135. Yield:100. Delivered:100. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trigger considering the following event is identified: dislocation. Event description: it was reported that patient received biolox delta head with kinectiv and g7 dual mobility system in (B)(6) 2018 and revised on (B)(6) 2019 due to dislocation. Only head and liner were revised. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: this device is intended for treatment. The compatibility check was performed and showed that the product combination was approved by zimmer biomet. Surgical technique of biolox head does not exist, thus no st review is done. Conclusion summary: review of the device history record identified no deviations or anomalies during manufacturing the investigation results did not identify a non-conformance or a complaint out of box (coob). No medical documents received confirming the event. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant were received; therefore the condition of the component is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Therefore, based on the given information the complaint could not be confirmed and no exact root cause could be identified. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Manufacturer narrative:
Concomitant medical products and therapy date detail of product: item number: 00784802101, item name: modular neck e2 12/14 neck taper use with +0 heads only. Lot # 63916489; item number: ep-200144, item name: act artic e1 hip brg 28x38mm, lot # 650850. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. He device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that patient underwent revision surgery due to dislocation.